Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following completion of the stapled anastomosis the device was opened and the click of the anvil head occurred, moving the anvil head from the transverse to the vertical position. In this case, rectal tissue adjacent to anastomosis became trapped between head and stem of anvil preventing the device from being removed from patient. Eventually tissue was freed manually and device extracted. Anastomosis appeared intact and leak test negative. However, the patient subsequently became unwell and upon return to the theatre one-third (1/3) of the anastomosis had opened up with no evidence of ischemia. There is a concern that trapping of tissue and subsequent maneuvers required in order to free the device put strain on join and may have contributed to subsequent leak.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic converted to open high anterior resection following completion of the stapled anastomosis the device was opened and the click of the anvil head occurred, moving the anvil head from the transverse to the vertical position.  In this case rectal tissue adjacent to anastomosis became trapped between head and stem of anvil preventing the device from being removed from patient.  Eventually tissue was freed manually and device extracted. Anastomosis appeared intact and leak test negative. However six days after, the patient subsequently became unwell and upon return to the theatre for an open procedure, one-third (1/3) of the  staple line open at relaparotomy with no evidence of ischemia. This caused a bowel leak into the abdominal cavity. As this was too extensive for repair, the anastomosis were taken down and end colostomy created. It was also noted that the patient hospitalization was extended. There is a concern that trapping of tissue and subsequent maneuvers required in order to free the device put strain on joint and may have contributed to subsequent leak. It was noted that the patient could potentially have permanent sto ma due to the event. Also, potentially the patient will undergo further laparotomy with re-anastomosis in the future however patient unsure at present whether she would want this given past experienced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic converted to open high anterior resection following completion of the stapled anastomosis the device was opened and the click of the anvil head occurred, moving the anvil head from the transverse to the vertical position. In this case rectal tissue adjacent to anastomosis became trapped between head and stem of anvil preventing the device from being removed from patient. Eventually tissue was freed manually and device extracted. Anastomosis appeared intact and leak test negative. However six days after, the patient subsequently became unwell and upon return to the theatre for an open procedure, one-third (1/3) of the staple line open at relaparotomy with no evidence of ischemia. This caused a bowel leak into the abdominal cavity. As this was too extensive for repair, the anastomosis were taken down and end colostomy created. There is a concern that trapping of tissue and subsequent maneuvers required in order to free the device put strain on joint and may have contributed to subsequent leak. It was noted that the patient could potentially have permanent stoma due to the event. Also, potentially the patient will undergo further laparotomy with re-anastomosis in the future however patient was unsure at present whether she would want this given past experience.